Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's procedure to implant an scs lead was abandoned. Reportedly, the physician attempted to implant the lead but was unable due to narrow epidural space.